Event description:
Procedure type: roux-en-y. According to the reporter: device was sticking, not toggling correctly. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the patients cavity.

Manufacturer narrative:
(B)(4).